Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h4: the device manufacture date was reported as unknown on the initial report; and has been updated accordingly. Investigation summary: according to the information provided, it was reported that after the anchor was inserted, the well experienced surgeon tried to detach the inserter (unk). But he was not able to turn the inserter. Finally, both the anchor and the inserter were removed together. Some bone in the lesion where the anchor was deployed had been lost. According to the nurse¿s comment, they tapped a deployment gun with a hammer. The device was received and evaluated. Upon visual inspection, the inserter was returned with the anchor attached. The anchor sleeve is severely damaged, the titanium pin is visible due to the sleeve damage. The anchor sleeve was removed to verify the integrity of the metallic threads, they are in good condition, no structural damages could be observed. The titanium pin has a few marks and scratches. The anchor sleeve was inspected internally to verify the condition of the internal threads, it was found that the threads were severely damaged. A manufacturing record evaluation was performed for the finished device 6l54705 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint cannot be confirmed. The possible root cause can be attributed to the handling of the device and the misaligned shaft at the moment of insertion, the operator could have use an excessive force while malleting the device, as a result of this, the internal threads of the anchor sleeve were damaged; in addition, it is mentioned in event description that the deployment gun was tapped with a hammer which is not recommended. As per IFU 109236: tap the back end of the shaft with a mallet. In hard bone, the awl maybe used first to create a starter hole. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an arthroscopic rotator cuff repair procedure on (B)(6) 2021, it was observed that after the versalok threader tab *ea device was inserted with an unknown inserter device, both anchor and the inserter pulled out as the inserter could not be detached. It was reported that when inserting the anchor, the shaft was slightly misaligned. It was reported that the inserter and the anchor were both spinning, and the inserter could not be removed from the anchor. It was reported that there was some bone loss in the lesion where the anchor was deployed. It was reported when the anchor was removed, a hole (the size of the anchor) was made. It was reported that no treatment was performed on the bone defect. The procedure was completed with less than 30 minutes of delay. The status of the patient post-surgery was unknown. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.